Event description:
Ventilator became inoperable while in use. All lcd displays went blank. Nursing witnessed event. Respiratory therapy responded immediately and provided manual respirations via a manual resuscitator until machine was replaced.